Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and anterior colporrhaphy due to cystocele and urinary stress incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence, bleeding and dyspareunia. It was reported that patient underwent anterior colporrhaphy, excision of exposed suture material, and cystoscopy on (B)(6) 2010 due to recurrent cystocele, exposed transvaginal tape mesh, exposed suture material, and uterine prolapse. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.